Event description:
Pt was implanted with titanium flexible humeral nail (retrograde) on an unk date in 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt's fracture was healed. Surgeon attempted to remove the nail due to pt pain. Despite having the proper equipment, surgeon was unable to remove the nail. Nail was approx one centimeter prominent. Surgeon sawed off the prominent portion of the nail and was satisfied with the result. Reportedly pt is doing well post-operative.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.